Event description:
The duett sealing device was deployed following an interventional procedure (via an 8 fr sheath is the right common femoral artery). The device deployment was reported as being unremarkable. Following the procoagulant delivery the distal balloon deflated. Upon device examination it was found the balloon had a circumferential tear, and was no longer attached to the coil wire. However, the entire balloon was still present on the catheter. It was noted that the pt did have a good seal, and no complications were reported.